Manufacturer narrative:
Additional information is not available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device yielded no image on a third-party monitor. There is no patient involvement.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue was that the device yielded no image on a third-party monitor. Customer was to call back after troubleshooting as advised by the technical support specialist. No call back was made nor was the device returned for repair. Although the information is insufficient, the user may have mistakenly performed connection/setting with peripheral equipment such as incorrect wiring when connecting the cable to the monitor, setting on the monitor side (input format, input port selection, etc.) (Including selecting a monitor from another company instead of oly for the use monitor). Peripheral device connections are described below in the operation manual. This may prevent indication phenomenon. Review chapter 3, "installation and connection" thoroughly, and prepare the equipment properly before inspection. If the equipment is not properly prepared before each use, equipment damage, patient and operator injury and/or a fire can occur. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. If combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Such combinations do not only allow the equipment to manifest their full functionality but may also imperil the safety of the patient and medical personnel. In addition, the endurance of the video system center and ancillary equipment is not guaranteed. Troubles caused in this case are not covered by free-of-charge repair. Be sure to use the equipment in one of the recommended combinations.